Event description:
Installation of new light source turn on to test and allegedly a e4 error code displayed after 5 minutes, replaced with loan item.

Manufacturer narrative:
Additional information will be provided once investigation is completed.